Manufacturer narrative:
An event of arrhythmia, low blood pressure/ hypotension, and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. While using transesophageal echocardiogram (tee) and fluoroscopy imaging, the device was successfully implanted in one deployment. Two tug tests were performed to verify device stability. The patient's active clotting time (act) during the procedure was 300 seconds. Hours after the procedure, the patient became hemodynamically unstable and experienced an arrythmia and drop in blood pressure. It was confirmed that a large pericardial effusion had occurred in the pericardial space. The pericardial effusion caused systolic compression of the right ventricle, which led to cardiac tamponade. A pericardiocentesis was performed and 300cc of fluid was drained from around the patient's heart. The drain was left in place to drain off any remaining fluid. The patient was reported as recovering and stable.